Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Serial number unknown at time of report.

Event description:
The customer reported that the speaker on the intellivue mx800 patient monitor was not working. It is unknown whether any sound was coming from the device. The device was in use monitoring a patient at the time of the reported event.